Event description:
Related manufacturer report number: 3006705815-2024-01254. It was reported that the patient was experiencing pain at the ipg site. The patient was also unable to set their ipg to MRI mode. As a result, the patient underwent surgical intervention during which the system was explanted. Product investigation was unable to determine which lead caused the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.